Event description:
Customer reports to have experienced low blood glucose. Customer was hospitalized twice; once on (B)(6) 2014 and then around (B)(6) 2014. Customer's blood glucose at time of hospitalization the first time was 23 mg/dl and the second was 38 mg/dl. Customer was admitted to the hospital, monitored then released. Customer believes low blood glucose was caused by insulin pump and would like to replace. Customer was advised that a loaner pump could be delivered until he receives a new replacement insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.